Event description:
The guidewire was used during an angiogram in interventional radiology under fluoroscopy. During the procedure, md noticed that part of guidewire broke off at tip. Immediately pulled out of patient. Unable to retrieve tip, however, md felt would cause more harm to go back in.